Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip was prepared and advanced into the anatomy. After 3-4 grasping attempts an increase in mr was noted. At first, the physician suspected that the pre-existing cleft was opened due to the clip position. However, after opening the clip again, it was noticed that the anterior leaflet seemed to be damaged. The leaflet material was already very friable before the procedure and showed some degenerative changes and the physicians were aware of that. The clip was able to be implanted next to the damaged material, but overall mr was not reduced.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to grasp the leaflets appears to be related to patient morphology/pathology (leaflet material was very friable). The reported patient effect of tissue injury appears to be due to multiple grasping attempts in conjunction with patient morphology/pathology. The unchanged mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the clip was repositioned to implant next to the damaged material. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip was prepared and advanced into the anatomy. After 3-4 grasping attempts an increase in mr was noted. At first, the physician suspected that the pre-existing cleft was opened due to the clip position. However, after opening the clip again, it was noticed that the anterior leaflet seemed to be damaged. The leaflet material was already very friable before the procedure and showed some degenerative changes and the physicians were aware of that. The clip was able to be implanted next to the damaged material, but overall mr was not reduced.